Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium bplate triathlon s4 ; cat# 5536b400; lot# ctd123971. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised. As reported: "patient revised due to mcl deficiency. No other information available due to hospital policy." A cr knee was converted to a ts knee with stems and augments.